Event description:
Trumpf iled 7 overhead spotlight fell during turn over in operating room. Almost hit an employee during its fall. The light fell because the screw from the securing sleeve was missing. The missing screw and disk were replaced by the hillrom service tech. The screw is very small, the disc is plastic. These are poor design choices for this piece of equipment. Many reports of this nature have been filed over the years as viewable in maude. This is the second time in under 12 months that we have had this incident occur on our campus. Hillrom has not provided a root cause or solution for why this repeat event happened. Hillrom has a safety kit: ral9002 ac2 - kit 4 which contains a screw, sleeve, and disk which was used to make this repair. The existence of the kit illustrates that this is a known and common issue with the product.